Event description:
The customer reported that a patient rec'd a minor burn during surgery. The burn occurred from the pencil cord. Initial evaluation of the incident device by covidien found a cut in the pencil cord. The cord failed hi-pot testing.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.